Event description:
Used quidel checkvue at-home covid-19 test on my symptomatic (B)(6) yo son on 8th day of mild symptoms. Followed instructions and got a positive result. Pcr 2 hours later came back negative result. False positive. FDA safety report ID # (B)(4).